Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a wound evacuation due to infection. The system was later explanted due to the infection and then replaced after the wound was healed with a competitor device system. Patient was stable throughout.